Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there is no audible alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The evaluation did not address the issue of the unit not having an audible alarm, so the original complaint could not be confirmed. However, the power switch was found to have short circuited, which likely caused the audible alarms not to function.

Event description:
Dealer states there is no audible alarm. Per the independent repair center, the power switch was short circuiting.